Manufacturer narrative:
(B)(4). Approximate age of device - 1 year. The device was returned for investigation. The evaluation is not yet complete.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was involved in a motor vehicle accident and the backup system controller was lost. A few days later the primary system controller had a red heart alarm and the patient was asymptomatic. The patient was brought to the hospital and upon arrival at the emergency room; the pump was not running due an apparent system controller damage sustained from the accident. The device was interrogated and it was found that there was pump stoppage for approximately three hours. The patient was provided with a new controller and pump support was resumed. Per report, the patient remained asymptomatic and no deficits. The patient was admitted, x-rays were taken and heparin drip was started. Additional information was requested. The manufacturer¿s technical services reported that the log file showed no unusual events seen in the log even after the motor vehicle accident on (B)(6) 2017 until the reported pump stoppage on (B)(6) 2017 at 1854 h where the data showed that the driveline as disconnected. There were no other events captured in the log at that time that would explain why the pump suddenly stopped.

Manufacturer narrative:
The returned system controller was connected to laboratory equipment and the user interface on the front panel displayed a ¿driveline disconnected¿ message, even though the driveline was connected. The system controller was disassembled and the evaluation of the main printed circuit board revealed compromised drive circuitry component. The component was replaced and the system controller functioned as intended thereafter. The log file captured data from (B)(6) 2017. From (B)(6) to (B)(6) the pump speed value matched the set speed value of 9,200 rpm with no notable alarm events and the pump power values averaged 5.5 watts. On (B)(6) 2017 at 6:54 pm, the motor stopped/driveline disconnected alarm became active with the pump power value at zero watts and the pump speed value at zero rpm. The motor stopped/driveline disconnected alarm event appears to have occurred when the system was supported on a mobile power unit. The alarms remained active for the remainder of the log file. The analysis could not determine a root cause of the damage sustained to the system controller. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.